Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
Customer reported to product surveillance on 1/21/10 an interruption of therapy that occurred on an infusor pump. The pump was infusing propofol to patient when the pump alarmed low battery and stopped infusing. Customer reported they had changed the batteries every week for the last 2-3 weeks on this pump. The pump was removed and propofol was administered to patient via syringe to complete the surgical procedure. No patient injury or medical intervention has been reported. No additional information is available on this incident.

Manufacturer narrative:
(B) (4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Manufacturer narrative:
The reported condition of pump alarmed low battery was not confirmed or duplicated. This is a baxter owned device and will not be returned to the customer. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
The lay user/patient contacted lifescan alleging the meter battery indicator remains on display after new batteries are installed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.